Event description:
It was reported that during a hip labral repair surgery the tip of ar-3636h-1 metal shaft snapped off and got stuck in the hole drilled in the patients acetabulum. The metal tip was only noticed on an x-ray at the end of surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-3636h-1 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the tip of the device was bent & broken. The broken fragments were not returned for evaluation. Functional testing was not performed due to the damage of the device. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.